Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately at 6:24am on (B)(6) 2016, when she obtained alleged inaccurately erratic blood glucose results of "596 and 102 mg/dl" performed on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs's recision criteria. The patient manages her diabetes with "shots, other than insulin." She reported that after obtaining the alleged inaccurate results on (B)(6) 2016, she administered an increased dose of medication. She claimed that half an hour after the start of the alleged issue, she developed symptoms of "dizzy, sweating [and] shaky." She reported that she self-treated her symptoms with 2 tablets of "dexs 4." She denied using any other device to check her blood glucose levels. At the time of troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, her test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. However, she did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately erratic readings on the subject meter, administered increased medication based on the results and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.